Event description:
The tavr (transcatheter aortic valve replacement) case went as planned with a successful deployment of a 26mm s3ur valve in the native aortic annulus. There was a vascular complication that occurred at the beginning of the case when the percloses were being deployed. A piece of the perclose broke off in the femoral artery and caused a bleed that had to be treated with a cutdown before the tavr was started with the (B)(6) devices. The vascular issue was repaired and the tavr proceeded as planned without complication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).